Event description:
It was reported that approximately 2 to 3 hours post implant of this device, the health care professional (hcp) noted 2 to 3 seconds of a sinus rhythm that was not tracked. Technical services (ts) reviewed and did not observe any stored episodes of oversensing and discussed sending in device data for engineering analysis. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.